Event description:
It was reported when using the bd pyxis medstation es system drawer was very loose and causing hardware to fail. The user had to go to another station during repair. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was small magnet in latch. The field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer investigated the device.